Event description:
It was reported that an asymptomatic patient was presented in clinic and the pulse generator exhibited inappropriate mode switches due to atrial events falling into refractory. The atrial events led to unnecessary atrial pacing. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.